Event description:
It was reported the device exhibited a system error, and the red light lit. Event occurred while patient in use, no adverse patient effects were reported by the customer.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device with no physical damage. Error code 41541 was found in the event history log. Functional testing was unable to duplicate the issue; however, the issue was verified in the ehl. It was determined that the most probable cause is a possible latch lock sensor. As a preventative measure the latch lock sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.